Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level at the time of incident was 514 mg/dl. The customer¿s blood glucose level was 245 mg/dl and current blood glucose level was 89 mg/dl. The customer had symptoms related to high blood glucose level was sick and achy. The customer was treated with insulin pump for high blood glucose level. The customer saw bent cannula and changed it and observed that blood glucose was high. The customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.